Event description:
This lead was capped due to dislodgement. The lead was not replaced as the pt was down graded to a single chamber pacemaker. There were no adverse events reported for the pt. Should add'l info be rec'd, this file will be updated.